Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was having a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first began at ¿4 o¿clock yesterday.¿ the patient reported using a combination of medications including humalog on a sliding scale, lantus 20 units in the evening and 30 units in the morning to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported in response to the alleged issue, she had insulin as treatment at ¿4 o¿clock yesterday". At the time of troubleshooting, the cca confirmed there was no misuse of the product, and this was not the first time the meter has been used. When the patient was instructed to press and hold the power button for 10 seconds, the alleged issue remained unresolved. The patient¿s test strips were in good condition. The patient was unable to attempt a rapid charge. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.